Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider".

Event description:
The customer reported that his blood glucose measured 190 mg/dl at 7:30 pm. He took a 3.15 unit insulin bolus and 30 minutes later, his bg had gone up to 215 mg/dl. He corrected with an add'l bolus of 5 units, but his bg continued to climb. He removed the pod when it reached 279 mg/dl (time not reported) and stated that the cannula was bent.